Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a colon dissection, while the equipment was clamped down on tissue, the device stopped working. The device would not open, and they thought the battery died. They changed the battery and reset the device, and it fired. They were able to open the device and took out the tissue. They continued with the surgery. However, the physician struggled releasing the colon tissue from the device. There was no reported patient outcome.